Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned one (1) loose 30gx8mm, 0.3ml bd insulin syringe. Customer reported that the plunger rod was found to be disfigured before use. The returned syringe was examined and it was observed that the plunger rod was broken. Sample will be forwarded to manufacturing ((B)(4)) on 16jul2020 for further review. Unable to perform a DHR review for plunger rod damaged/disfigured due to unknown lot number. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod broken). Root cause: "on 16 jul 2020, (B)(4) received a complaint, via picture. Visual inspection of the picture found (1) syringe with the thumb press detached from the plunger. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause of this complaint could not be determined due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the syringe 0.3ml 30ga 8mm 7bag 420cas jp failed to deliver medication and leaked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger rod was found to be disfigured before use."